Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. No further information is expected. (B)(4).

Event description:
In a literature article, the authors reported a patient with visual loss and a downward dislocated intraocular lens observed approximately 11 years following an extracapsular cataract extraction and iol implantation procedure. A intrascleral fixation of the luxated iol and vitreous surgery was performed. The capsule and vitreous gel attached to the iol were removed and the end of a haptic was extracted using a pair of forceps for iol fixation. Fixing it inside the scleral flap, scleral beds under the haptics were sutured with one stitch and the scleral flap was sutured with two stitches. On postop day 47 the patient had developed a vitreous hemorrhage and ghost cell glaucoma. The intraocular pressure was poorly controlled by treatment with eye drops, and the patient underwent a glaucoma filtration device implant procedure. Immediately after the scleral fixation of the iol, the iol haptic appeared under the conjunctiva at day 48. On day 414, the iol haptic was exposed on the conjunctiva requiring a haptic restorative operation on day 422. A square half layer scleral flap was constructed in the corneal limbus base. An iol haptic was inserted into the flap and sutured with 3 stitches. Thereafter, the haptic was not exposed on the conjunctiva. According to the author discussion, in the present patient, a trocar was vertically inserted due to easy manipulation, possibly resulting in a force vector causing haptic exposure due to unnatural deformation, and accompanied by a creep in the iol haptic. Intrascleral fixation, which recycles luxated iols, seems to be a useful technique given the availability of small incision surgery, reduction in postoperative astigmatism, avoidance of complicated suturing, and protection of the corneal endothelium.